Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. The IFU includes "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention", "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention", "vena cava stenosis or occlusion", and "vasospasm or decreased/impaired blood flow" as potential complications. The IFU includes "at the time of retrieval procedure, based on venography and the physician¿s visual estimate, more than one (1) cubic centimeter of thrombus/embolus is present within the filter or caudal vena cava" as a contraindication.

Event description:
According to the notice received by way of a civil action complaint filed on april 18, 2017, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2015 by dr. (B)(6). The patient underwent a CT scan approximately 4 months later, on or about (B)(6) 2015 which showed bilateral pulmonary embolism and a thrombus in the filter, as well as, the left iliac vein. The patient then underwent a venogram and thrombolysis. Because thrombolysis did not remove the thrombus from the filter or the deep vein thrombosis in the lower extremities, the patient then underwent an angiojet thrombectomy on or about (B)(6) 2015. The thrombus in the filter could not be removed, therefore, the filter is permanent and unretrievable. The patient alleges ¿significant injuries¿ including bilateral pulmonary embolism and irretrievable filter and that the ¿implanted filter subsequently caused damage to the wall of the vena cava.¿ (B)(4) attorneys are attempting to gather information.